Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the full lead was returned, analyzed and found the distal conductor fractured. It was noted that there was blood/body fluid on the distal conductor (not obstructed), there was blood/body fluid on the proximal conductor (not obstructed), the outer insulation was breached cut, the outer insulation had a cosmetic depression, the distal conductor connector pin was bent and there was blood in/on the helix/lobe mechanism. The blood in the distal conductor most likely entered through the is-1 pin. No inner insulation breach was observed.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): prior to the actual device being received for evaluation, we did receive performance data collected from the device and analyzed the data. Analysis revealed oversensing in the ventricular lead. The full lead was returned, analyzed and found the distal conductor fractured. It was noted that there was blood/body fluid on the distal conductor (not obstructed), there was blood/body fluid on the proximal conductor (not obstructed), the outer insulation was breached cut, the outer insulation had a cosmetic depression, the distal conductor connector pin was bent and there was blood in/on the helix/lobe mechanism. The blood in the distal conductor most likely entered through the is-1 pin. No inner insulation breach was observed.

Event description:
It was reported that the patient presented with oversensing on the ventricular lead. It was noted that with manipulation, the oversensing and noise were detected. There had been rise in ventricular sensing episodes and high rate. A lead fracture was suspected. When the lead was tested in unipolar, sensing rv tip to pocket, this showed high impedance and no capture. It was also reported that the helix would not retract when attempted. The lead was removed and replaced. No patient complications were reported as a result of this event.

Event description:
It was reported that the patient presented with oversensing on the ventricular lead. It was noted that with manipulation, the oversensing and noise were detected. There had been rise in ventricular sensing episodes and high rate. A lead fracture was suspected. When the lead was tested in unipolar, sensing rv tip to pocket, this showed high impedance and no capture. It was also reported that the helix would not retract when attempted. The lead was removed and replaced. No patient complications were reported as a result of this event.